Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval was able to confirm the reported system error 322 alarm through review of the device event history log. The alarm could not be reproduced and a cause could not be identified. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms. The software was upgraded per the approved remedial action activities and to address potential non-mechanical issues.